Event description:
The customer reported being hospitalized due to high blood glucose of 592 mg/dl. The customer stated that the event leading to her admission was nausea. The customer was experiencing unexplained high blood glucose for the past week. The customer stated that she was treated at the hospital with an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer stated that she has frequently bent cannulas, and the customer is inserting in the upper stomach. Advised the customer that the cannula may be hitting her muscle, which could cause bent cannulas. The customer stated that she does not feel comfortable with the insulin pump and the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.